Manufacturer narrative:
(B)(6). Eval of this instrument indicated that the fixed jaws were bent sharply and the coating was heavily damaged at the base of the jaws. The instrument was most likely damaged after abnormal use. Note: this MDR is being filed as a result of an internal review of complaint from medtronic's mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. (B)(4).

Event description:
The device (part #: cev525m) was returned for repair to mxi service and repair. "Repair request: bent/no longer opens."